Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl at the time of incident and another blood glucose level was 100 mg/dl. Customer also having other relevant blood glucose values of 146 mg/dl, 127 mg/dl, 55 mg/dl, 57 mg/dl, 182 mg/dl, 132 mg/dl. Customer treated with food. Customer has been using insulin pump and only disconnected within 24 hours. Auto mode was not automatically delivering the insulin at the time of low blood glucose. The insulin pump will not be returned for analysis.